Event description:
Bed found in "down" storage area. No pt impact was reported. Technician alleged head of bed is drifting downward.

Manufacturer narrative:
After troubleshooting, the technician determined the problem to be a faulty CPR valve. The CPR function on the bed was working. The technician replaced the CPR valve. This action solved the problem.